Event description:
It was reported that during a low anterior resection procedure, a protruding stiff plastic piece of the device wounded the anal canal wall during the insertion, making it bleed. The surgeon used another like device to complete the procedure.